Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare professional (hcp) via (B)(4) regarding a patient who was receiving gabalon (concentration and dose unknown) via an implantable pump for muscle spasticity. It was reported that the system was explanted due to infection. After that, the patient was implanted a pump system again. The outcome was indicated to be recovered after the pump was implanted again (date unknown). It was unknown if the infection was related to the device or surgical procedure.